Event description:
Stool leaked around the silicone catheter and the retention balloon.

Manufacturer narrative:
Based on the available information, the medical determination is that this is a reportable malfunction. The complaint narrative described a malfunction that led to fecal leakage. There is a risk of infection from wound contamination by fecal matter and this could lead to a serious adverse event if a prompt medical intervention is not instituted. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility of contamination and wound infection cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover any wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. A return sample for evaluation is not expected. (B)(4).